Manufacturer narrative:
Reported event of exit marker bunched. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was kinked, loosely folded and still contained water. It was noted that the exit marker was bunched up and the catheter was kinked. A functional evaluation was performed and the device could not be passed through an endoscope. Based on the condition of the returned device, the reported defects of exit marker bunched up and failure to advance the device through an endoscope were confirmed. The noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they noted that the exit marker was bunched and the device was not able to pass down the endoscope. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they noted that the exit marker was bunched and the device was not able to pass down the endoscope. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.